Manufacturer narrative:
As part of the pms investigation, the sampling technique and circumstances for the sample were reviewed. A deviation was noted; cardboard boxes were brought into the sampling room, sterile gloves were not changed after preparation, because facilitator touched only sterilized equipment. The person who does not related with sampling did not wear ppe (personal protective equipment). Glasses slip off. The olympus endotherapy support specialist (ess) performed a review of the reprocessing technique and no deviations were observed. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is still ongoing. As part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technicians involved with this scope. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for staphylococcus lugdunensis. There was no reported patient injury or infection.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the aware date.

Manufacturer narrative:
This supplemental report is being submitted to provide the result of the sampling and culturing study interim report of the tjf-q180v and update section h6. According to the report, a root cause of this case is following: contamination due to improper sampling is the probable cause.